Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the insulin in the cartridge was not greater than 80 units. Tandem technical support educated customer of the minimum fill recommendation for their pump; customer informed tandem technical support that they would load a new cartridge and declined further troubleshooting.